Manufacturer narrative:
Additional information has been requested. Unable to provide the date of manufacture as no device was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Pt status post plate and screw implantation heard a popping sound and returned to surgeon. An x-ray showed the plate and two screws were broken. Surgeon removed the hardware and replaced with another plate and screws. The shafts of two screws could not be removed and remain in the pt's bone. This is one of three reports for this event.